Event description:
Information was received stating this system was causing discomfort to this patient and the patient requested system removal. Additionally, an unspecified product performance issue was reported. The system was removed from service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient requested system removal due to discomfort. Additionally, an unspecified product performance issue was reported. The system was removed from service and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The product was subsequently returned for evaluation. The returned electrode was thoroughly inspected and analyzed. Visual inspection noted blood and body fluid in the lumen(s). Additionally, the proximal end of the shocking coil was stretched and tissue was noted. The tissue was removed to perform resistance testing to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.